Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the user stated that the thermogard console (sn (B)(4)) displayed an airtrap alarm during patient use, and physical signs of leak were observed on the floor / patient's bedside. The issue occurred during ivtm cooling phase. Following this, the user replaced the start-up kit (suk) and was able to clear the airtrap alarm. No further issue was reported on the console. The user decided to use another console and a new suk to complete the patient treatment. No known impact or patient consequence was reported.